Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported complaint of error 5 was not reproducible during analysis, but was confirmed to have occurred through review of log files. The returned product functioned properly during the evaluation and passed all diagnostic testing. No hardware or software abnormalities that would have resulted in the reported event were identified.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting may resolve the issue.